Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due diabetes ketoacidosis and high blood glucose of 513mg/dl. The customer was treated an insulin drip and gave her long acting insulin. The customer stated that she woke up feeling sick and could not keep food down. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the wife to call back when the tubing clamp arrives to continue testing. No further information was provided.